Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported difficulty inflating the balloon, due to a pinhole. A review of the complaint handling database found no similar incidents from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Further assessment per site operating procedures was performed and identified a potential product deficiency related to the manufacture of the device. There is no evidence to suspect that this is a systemic issue and av determined that this is an isolated event. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the 2.5 x 20 mm trek dilatation catheter, negative pressure was applied with the syringe and bubbles were noted. The bubbles appeared to stop and the device was connected to the inflation device. During the procedure, the balloon could not be inflated, as it was unable to get the pressure to rise. Blood was seen during pull back. No air was seen in the patient anatomy. The device was removed and blood was noted in the balloon. Per physician, there was no adverse patient effect. No additional dilatation catheter was used and the procedure was completed with implantation of the stent. No additional information was provided.